Event description:
It was reported that the programmer's stylus did not align with the display screen cursor and could not be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the stylus calibration was faulty, the stylus tip did not align with the cursor on the screen and therefore the connection was reseated and the stylus calibrated. It was further verified that the calibration had stayed after three days. The hard drive was reconfigured and the software reloaded. The programmer passed functional and systems testing. If information is provided in the future, a supplemental report will be issued.